Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument that there was erroneous results. The following information was provided by the initial reporter: since yesterday, the absolute number of cd34 is higher than that of the control. The same no matter how many times you measure it. The target lot is 22130, and another lot (22180) is currently being measured again. It seems that the template for measurement that was originally used has been changed, the user uses it as usual. High absolute count of cd34.

Event description:
It was reported that while using the bd facslyric¿ 2l6c instrument that there was erroneous results. The following information was provided by the initial reporter: since yesterday, the absolute number of (B)(4) is higher than that of the control. The same no matter how many times you measure it. The target lot is 22130, and another lot (22180) is currently being measured again. It seems that the template for measurement that was originally used has been changed, the user uses it as usual. High absolute count of (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00094 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.